Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The physician attributed the bleeding to a non-superdimension endoscopic tool. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The site reported that the patient experienced bleeding following tissue biopsy during a superdimension procedure. The bleeding was treated with epinephrine and thrombin and resolved prior to the end of procedure. The physician attributed the bleeding to a non-superdimension endoscopic tool (tool unknown). If additional information pertinent to the incident is obtained a follow-up report will be submitted.